Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and found to have failed the visual and cutter insertion pre-repair assessments. The device was evaluated and was found to have a damaged tip. If additional information is received, a supplemental MDR will be sent. (B)(4).

Event description:
A report received from (B)(6) stated that the device does not function. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.